Manufacturer narrative:
The device was replaced under warranty and returned to stryker for evaluation. Stryker evaluated the customer¿s device at the product assessment center (pac) and observed that the cause of the reported issue was isolated to the lid assembly.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device was missing the lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.